Event description:
Procedure type: lap assisted distal gastrectomy. According to the rptr: the balloon broke during surgery. A new instrument was used to complete the procedure. No pt injury was reported. Awaiting for any add'l info available.